Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: it was reported that a revision surgery was performed (B)(6) 2020 due to infection. It is also noted the surgeon used the previous incision to open joint and dislocated the hip. Head and liner was removed via punch. Stem was removed via flexible osteotomes and removal tool. Cup removed by explant. Cement spacer inserted. However, to date no medical records have been received. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event of medical/clinical records being received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. At this time a root cause could not be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to infection. Patient had diabetic reflux and hypertension. Surgeon used previous incision to open joint and dislocated the hip. Head and liner was removed via punch. Stem was removed via flexible osteotomes and removal tool. Cup removed by explant. Cement spacer inserted. Original surgery performed on (B)(6) 2019 due to rheumatoid arthritis.